Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that the middle portion of the lead was received. An insulation abrasion exposing outer coil was noted at 11.2 cm to 12.5 cm from the proximal end. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(4). (B)(6).